Event description:
It was reported that, "when the surgeon prepared to implant the stem into the pt, it was determined that the stem was too loose and therefore, he chose to prepare for the next largest size stem 18mm. He measured the real 17mm and 18mm stem diameter with a caliper. It was his belief that the 17mm stem may have been under spec. Distal femoral bone tumor. This pt has had multiple procedures."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.